Manufacturer narrative:
It was reported that a circumferential pericardial effusion during implant was reported. It was indicated that during the procedure patient's activated clotting time (act) ranged from 200-321 seconds. Also indicated that the patient had shortness of breath and chest discomfort. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported patient effects could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, the patient presented to the emergency department with shortness of breath and chest discomfort. A transthoracic echocardiogram (tte) was performed, and a small circumferential pericardial effusion was noted outside the ventricles. 14mm outside of the left ventricle and 11mm outside of the right ventricle. Anti-inflammatory medication colchicine was started. The issue resolved on 18 september 2024. Patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - advance laa, patient site ID: (B)(6). It was reported that on 21 june 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, heparin was administered. Activated clotting time (act) ranged from 200-321 seconds. The patient's left atrial pressure was 26mmhg. The patient was in normal sinus rhythm. The device was successfully implanted. On (B)(6) 2024, the patient presented to the emergency department with shortness of breath and chest discomfort. A transthoracic echocardiogram (tte) was performed, and a small pericardial effusion was noted. Anti-inflammatory medication colchicine was started. The issue resolved on (B)(6) 2024.